Event description:
A malfunction alarm was reported, identified as malfunction code 13, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump's replacement and confirmed the shipping address, instructing the customer to use multiple daily injections as a backup insulin therapy. The customer was guided on switching the pump to storage mode and agreed to return the faulty pump within ten days using a prepaid label.